Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced repeated generator errors with the message activation interrupted. Tse guided the user through power cycling the generator and then reviewing the generator error logs, where error codes c-71 and c-00 were observed. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator due to m-02 and c-00 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and confirmed through system log review, which showed errors m-b1, m-32, c-82 and m-1c on different dates. Functional testing indicated normal power-up and successful cauterization across all ports and instruments. However, the internal error log contained errors m-02 and c-00. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the generator.